Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report that the co2 monitor will not calibrate. It is unknown that if patient involvement.